Manufacturer narrative:
It has been determined that this issue was not a reportable issue and was reported in error; therefore, we are rejecting this report.

Event description:
The annular spring is deformed.

Manufacturer narrative:
Additional narrative: this complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.